Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms. Review of stored episodes also revealed noise with oversensing and pacing inhibition on the rv channel. It was unknown whether the patient experienced any symptoms. This rv lead was surgically abandoned and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).